Event description:
It was reported that: humidity inside of the sealed devices.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "humidity inside of the sealed devices." The issue was detected upon incoming inspection. There was no patient involvement.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the sample contained vapors inside the packaging. A device history record review was performed and no relevant findings were identified. Based on the visual exam, the complaint has been confirmed. A CAPA was opened to address this issue. The manufacturer reports that based on the lot number it was determined that this lot was manufactured prior to the CAPA.